Event description:
The pt was unable to adjust her stimulation. The pt programmer wasn't working. The programmer and implantable neurostimulator were replaced. The pt was no longer having problems with her system. No pt symptoms or device troubleshooting was reported. Add'l info has been requested, a follow-up report will be submitted if add'l info becomes available.

Manufacturer narrative:
.